Event description:
It was reported that during a laparoscopic low anterior resection, the closing lever of a linear cutter loading the reported gold cartridge was not returned to home position when the clamping position intended to be changed at the first firing. Before the event, the device approached the target tissue after the jaws have been articulated in the abdominal cavity. The device was released with the knife reverse switch. Another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: were the jaws of the device stuck closed on tissue at the first firing? If yes, how was the device removed from tissue? If yes, were the jaws of the eventually opened using the knife reverse switch?